Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had drawer failure. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-may-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers on 2 different machines were failed. A field service engineer (fse) arrived onsite; users were unable to recall which drawer had experienced the failure. Fse reseated the bus cables and row board cables for drawers 2 and 3 in the auxiliary station. Upon testing, drawer 3.1 exhibited pocket-related issues. Fse replaced the retractor and retested the drawer. All tests passed successfully, confirming proper functionality. The system functioned as intended after the field service engineer repaired the device.